Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unitrax v40 sleeve -4 mm; 6942-6-060; 62176403 . Exeter v40 stem 44 mm no 2; 0580-1-442; g7202924. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised due to a superficial infection (infection reported by surgeon, clinical identification unknown). Surgeon performed an irrigation and debridement and revised the endo head and sleeve.